Event description:
Pt had laparoscopic hysterectomy using davinci robot. Upon attempted removal of vaginal manipulator, manipulator fell apart. The two cups came off the shaft and the balloon tore off. The surgical services staff and the physician were able to account for all pieces prior to the pt leaving the operating room. This occurrence was repeated the next day; see report for event on (B)(6) 2012. Dates of use: (B)(6) 2012. Reason for use: menorrhagia/anemia; uterine fibroids.